Event description:
During a transfemoral tavr procedure, the 26mm sapien xt moved aortic during deployment. The final valve position was too aortic and canted causing moderate paravalvular leak. A second valve was implanted. This patient had undergone a bav two weeks prior to tavr. A 26mm sapien xt valve was positioned across the native annulus in a 50:50 position. The valve was deployed using 2 step inflation with rapid ventricular pacing [rvp]. During valve deployment, the valve moved aortic. The primary operator had difficulty trying to readjust the position. The valve was completely deployed and it ended up 70:30 [aortic:ventricular] on the left coronary cusp, but 90:10 [aortic:ventricular] on the non-coronary cusp. There was a moderate paravalvular leak observed on tee. The valve was post dilated with 1 additional ml of volume, but the leak persisted. A decision was made to implant a second valve. The second valve was positioned slightly more ventricular than the first. The final valve position for the second valve was 30:70 [aortic:ventricular] on the left cusp and 50:50 on the non-coronary cusp. Post deployment tee showed trace to mild paravalvular leak. Per report, the second valve was deployed canted due to the first valve being deployed canted. As the second valve was being deployed it naturally conformed to the canted position of the first valve. The only difference was that the second valve was deployed more lv to get the coverage that was needed over the ncc. This was the intended and anticipated outcome of the second valve and therefore no additional intervention was needed. The cause for the aortic movement during deployment of the first valve could not be determined. There was no pronounced septal hypertrophy, stored tension, or any other indication that would have allowed the team to predict the movement aortic. The native annular and leaflet calcification was moderate. The coaxial alignment of the delivery system and the valve was good; image intensifier angle was good; ventilation was held during valve deployment and there was no loss of pacing captured during deployment.

Manufacturer narrative:
Per the instructions for use, valve malposition is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or severely calcified native annulus/leaflets, loss of pacing capture, and movement of the delivery system by the operator. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition, bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause for the valve movement cannot be confirmed; however, there is no allegation or indication of a malfunction of the valve or delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.